Event description:
During pilot of serum tumor marker assays done with a kit produced by MFR, results were compared with those of a reference lab utilizing radio immunoassay. Kit results were 65% higher than immunoassay. MFR recalibrated and redistributed the kit. By error and unbeknownst to rptr, a batch of old kits, distinguished from the new kits by only a single number in the product code, were sent to rptr. Assays were done 3/15/95-3/21/95, when MFR notified rptr of the error. Twenty-four pts were identified as having been tested. Their physicians were notified. No treatment plans were changed based on the tests and there were no injuries. MFR has replaced kits.